Manufacturer narrative:
D4: lot number - 358783. D4: expiration date - 08/20/2021. D4: serial number - (B)(6). D4: unique identifier (UDI) # - (B)(4). G1: MFR site address 1 - (B)(6). G1: MFR site city - (B)(6). G1: MFR site country - ireland. H6 3191: no code available was used as there is no equivalent FDA code for surgery. H6: evaluation method codes - analysis of production record - 3331. H6: evaluation result codes - no device problem found - 213. H6: evaluation conclusion codes - causes not established - 4315.

Event description:
It was reported that the patient was experiencing pain in multiple pain areas. As a result, the patient had two additional peripheral leads implanted to improve therapy. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), lot: 17656504. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), lot: 17203659.

Event description:
The patient was experiencing pain in multiple pain areas. As a result, the patient had two additional peripheral leads implanted to improve therapy. The patient is doing well post-operatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain in multiple pain areas. As a result, the patient had two additional peripheral leads implanted to improve therapy. The patient is doing well post-operatively.